Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving three inappropriate antitachycardia pacing and one shock therapies for ventricular tachycardia episodes. Noise was detected from two episodes that were stored as ventricular fibrillation. The noise was external due to the patient undergoing many tests while in hospital. No changes were made to the device. The patient condition is stable.